Event description:
The consumer reported that they could feel stimulation turn on when they start to charge. If they were active and moved, the patient got a hard charge. The stimulation changes intensity when the patient moved. It was clarified that the patient used to turn it off at night but then they were not sleeping well so they turned it to 120 which was a lower setting when they went to bed. The patient reported that if they were active, they would have turned it up to 130 or 140 and if they were active and moved, they get a hard charge. Relevant medical history includes postlaminectomy pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a new cord sent and is still trying to find strong waves for the antenna. The stimulation turning on and the hard charge issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.